Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown when the unit was changed from the ac power to dc power to transport the patient. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative replaced the batteries. The unit was tested to factory specification. It functioned normally and was returned to the customer.